Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unspecified priming issue. There was no additional information. This complaint is being reported because troubleshooting could not be completed. Customer support has attempted to obtain more information through due diligence. If the customer contacts animas with more information, a supplemental report will be filed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2014 with the following findings: the black box history revealed a loss of prime due to an empty cartridge alarm and that the pump was not primed within 3 minutes of the empty cartridge alarm. There were no loss of primes during investigation. The force sensor calibration reading was observed to be high; the force sensor resistance reading was 7.7k ohms. The battery compartment was observed to be cracked from the case seal to the grip. The pump was opened and removed from the case. No moisture or corrosion in pump was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.